Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff did not seem to inflate. The event did not impact the patient and/or there was unknown patient harm reported as a result of the event.

Manufacturer narrative:
One device was returned for evaluation. As received no damage or anomalies were observed. Functional testing was performed, and the pilot balloon was observed to inflate. However, the cuff was observed to not immediately inflate. Errant solvent was observed at the tracheal tube junction. A device history review was performed, and no relevant nonconformities were identified that may have contributed to the reported complaint. The reported failure was found prior to use on a patient, per the products instructions for use.